Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the supera instruction for use (IFU) states: ¿use this device prior to the ¿use by¿ (expiration) date as specified on the device package label. The investigation determined the reported complaint was user related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 7.5x40 mm supera self expanding stent had been implanted despite the device being expired. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.